Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a skin reaction that occurred on (B)(6) 2015. Patient reported that she was having a reaction to the sensor patch adhesive and spoke with her health care provider regarding this issue. It was suggested that she use a skin-prep in the donut formation to prevent such irritations. At the time of contact, patient care specialist did not report any injury or further medical intervention.

Manufacturer narrative:
(B)(4).